Event description:
The recipient reportedly experienced a cholesteatoma. The recipient presented with open electrodes and drainage. Programming adjustments were made, however, the issue did not resolve. A CT was performed due to drainage. The recipient's device was explanted. The recipient will be reimplanted at a later date once healed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.